Event description:
A patient was admitted to the hospital with a 2 day history of right lower quadrant pain. The patient was taken to surgery with an inflamed appendix with a perforation of the right lower quadrant. The surgeon noted that the technician is following the complication in the operative note. "I was able to eventually identify the base of the appendix at the level of the cecum. I was able to clear everything down to good viable bowel wall. I attempted to staple across the appendiceal stump with an ethicon endopath, ats45 stapler but there was a misfire of the stapler." The surgeon then used another stapler and completed the surgery without further complication.